Manufacturer narrative:
(B)(6). The lot was manufactured february 15-20, 2019. The actual devices were not returned; however photographs of the eight (8) devices were received for evaluation. Visual inspection of the photographs revealed a ruptured bladder for all samples. The reported condition was verified for all samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of eight (8) small volume intermates ruptured during fill. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.